Manufacturer narrative:
The root cause could not be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history record (DHR) for the device has been reviewed. The associated device was released based on company¿s acceptance criteria. (B)(4).

Event description:
A clinical applications specialist reported that a patient had raindrop inlay removed from right eye. Patient complained of haze and no effect in regards to improving reading with inlay. Inlay was removed and flap was replaced with perfect alignment.